Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were in the hospital and had been having a lot of back pain for the last 2-3 months. Patient stated they had been seeing a couple of different doctors and they suggested to try to meet with a medtronic representative to change the settings. Patient mentioned they met with another medtronic representative before and they made adjustments which helped a whole lot. Patient mentioned they have been in the hospital since saturday; they don't have a lot of charge on their implant and has no way to recharge their implant. Agent asked patient if the hospital stay was related to any complications with the spinal cord stimulation and patient stated they were having a bunch of pain in the upper back of where the implant was located up to their head. Patient also mentioned they got migraines but it wasn't a normal migraine for them and it was in their neck and head and eyes. Patient noted their implant battery was down to 20% and they didn't have any way to recharge it. Agent reviewed with patient that the implant battery was dependent on the usage and therapy settings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did not have their charging cord and therefore could not charge. The patient turned off their stimulator to save battery so their pain returned. The patient was discharged so they could charge, the issue was resolved.